Manufacturer narrative:
Initial and final MDR (B)(4) device 2 of 3. E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. On 02-aug-2024, it was reported that the patient faced three infusion set leakage in tubing. Infusion set was in use for 1 day. No further information available.